Event description:
Tampon string would break, making it difficult to remove- vagina [foreign body in reproductive tract], string break off halfway [device breakage], difficult to remove the tampon [complication of device removal], tampon string sealed in outer package [device physical property issue], cause was traced to manufacturing. [Manufacturing issue], case description: consumer reported via e-mail that the tampon string broke off. No serious injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
Probable manufacturing cause identified as a result of the lot code investigation completed on 11/5/2021. An investigation is in progress for returned product received on 11/1/2021.

Event description:
Tampon string would break, making it difficult to remove- vagina [foreign body in reproductive tract]. String break off halfway [device breakage]. Difficult to remove the tampon [complication of device removal]. Tampon string sealed in outer package [device physical property issue]. Cause was traced to manufacturing. [Manufacturing issue]. Case description: consumer reported via e-mail that the tampon string broke off. No serious injury reported.